Manufacturer narrative:
This product is expected to be returned for evaluation. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine dual chamber pacemaker implant, after testing through pacing system analyzer (psa) and upon connecting the leads to the device, non-physiologic signals were noted on the right ventricular (rv) pacing lead with movement of the device into the pocket. Lead tests were performed, and all numbers were satisfactory, and the abnormal signals disappeared; therefore, the physician began suturing of the system. Upon closing, the physician applied pressure to the wound/device and inhibition of pacing was noted as the rv lead appeared to be sensing non-physiologic signals when manipulation of the pocket occurred. It was initially thought that there may have been an issue with the rv lead, so the physician opted to change this out. The new rv lead was implanted, tested through psa, then connected to the device. Upon connection to the device, and placement into the pocket, the same non-physiologic signals occurred, and inhibition of pacing was again seen. The implantable pacemaker generator was then discovered to be the issue and was replaced. Upon putting the replacement device into the pocket and attempting the same pocket manipulation, there were no further non-physiologic signals or inhibition of pacing noted through the new device. The procedure was completed without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device passed mechanical and electrical testing and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine dual chamber pacemaker implant, after testing through pacing system analyzer (psa) and upon connecting the leads to the device, non-physiologic signals were noted on the right ventricular (rv) pacing lead with movement of the device into the pocket. Lead tests were performed, and all numbers were satisfactory, and the abnormal signals disappeared; therefore, the physician began suturing of the system. Upon closing, the physician applied pressure to the wound/device and inhibition of pacing was noted as the rv lead appeared to be sensing non-physiologic signals when manipulation of the pocket occurred. It was initially thought that there may have been an issue with the rv lead, so the physician opted to change this out. The new rv lead was implanted, tested through psa, then connected to the device. Upon connection to the device, and placement into the pocket, the same non-physiologic signals occurred, and inhibition of pacing was again seen. The implantable pacemaker generator was then discovered to be the issue and was replaced. Upon putting the replacement device into the pocket and attempting the same pocket manipulation, there were no further non-physiologic signals or inhibition of pacing noted through the new device. The procedure was completed without further incident. No adverse patient effects were reported. This product was subsequently returned for evaluation.